Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse hung a secondary 100ml potassium replacement solution to infuse at 25ml/hr for 4 hours. Within 10 minutes, the nurse noticed the secondary bag was empty and the primary bag had additional fluid. The contents of the primary bag tested high for potassium. The pump was tested by the hospital's biomed and no issues were noted. Both bags and tubings were removed and a new IV tubing set-up was initiated, and the infusion was successfully completed. Although there was no patient harm reported, the patient required cardiac monitoring and additional potassium level testing - results not provided.

Event description:
Received a copy of the customer's medsun report from FDA which states: "nurse hung a potassium replacement on (B)(6) 2015 at 1906. During shift report, minutes later, it was noted that the 100ml potassium replacement, set at 25 ml/hr was empty. Additionally the nurse noted the primary bag to be fuller than previous. Both bags and tubings were removed and a new set-up was initiated. The original primary bag was sent to the lab and tested for potassium. The level was reported to be 81.9 mmol/l. The pump was sent to biomed for testing and was cleared: operating properly. Biomed investigation revealed that IV pump did not malfunction. Backflow valve problem suspected with tubing."

Manufacturer narrative:
The customer¿s report of backflow was confirmed. The primary set check valve was visually inspected under magnification and was noted to be assembled in the set correctly, and with the silicone membrane centered. During functional testing fluid and air bubbles were noted going into the primary bag and fluid was noted to have gone past the check valve, indicating a faulty check valve. Disassembly of the check valve resulted in discovery of a 0.0583¿ long acrylic particle located between the housing seal area and the affixed silicone diaphragm disk. The root cause of the check valve failure is due to an acrylic particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.